Event description:
Additional information: the patient went in for revision on (B)(6) 2012. The pump was not replaced because the sutureless connector/catheter was disconnected and reconnected and flow was then confirmed. Nothing was replaced and the problem was resolved with the simple disconnect and reconnect.

Event description:
It was reported that the patient (newly implanted) was supposed to have a refill but the pump "didn't put any meds out." It was unknown what drug the device delivery system was used to deliver. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that following the surgical revision, the patient recovered well and had no further issue. The volume discrepancy event was due to a loose connection as reported. Sutureless connector (sc) was just connected back to the pump as it was not secured properly at implant and was leaking. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter; product ID: 8709sc, lot# serial# (B)(4), implanted: (B)(6) 2012, product type: catheter.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).